Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information for the reservoir was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues, which was attributed to a fluid loss and air in pump. Upon examination, it was found that the pump was not cycling; it was depressed and did not fill with fluid as expected, the pump stays deflated. A surgical procedure was performed to remove and replace the ipp. The original reservoir remained implanted. No additional information was provided.